Event description:
Customer reported the panorama central station displayed an error message, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service reps evaluated the system. Data logs were evaluated and cleared. Thee were no problems found. System was tested to factory's specs.